Manufacturer narrative:
The customer reported that the batteries are "heating up to where they are melting off the wrapper". There was no allegation of patient/user harm. There was no allegation of incorrect results. Customer service instructed the user to properly install new batteries into the analyzer. The analyzer functioned as intended and overheating was not observed when batteries were properly inserted. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the batteries are "heating up to where they are melting off the wrapper". There was no allegation of patient/user harm. There was no allegation of incorrect results.